Event description:
Event description guidant received information that this defibrillation lead was repositioned three days post implant, due to high patient thresholds. One day post repositioning, this associated cardiac resynchronization therapy-defibrillator (crt-d) device, exhibited higher than expected right and left ventricular pacing impedance measurements.